Event description:
The surgeon, mr. (B)(6), reported on behalf of his pt that after having had a very successful kinemax replacement for his left knee on the (B)(6) 2004, the pt began to experience occasional pain in his knee about a year ago. He added that the symptoms occur approx. Two or three times a week, last for a few hours and settle with paracetamol. He further reported that they appeared to be mechanical.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.